Event description:
At end of procedure, the resident attempted to place bridle and was having difficulty. Second resident attempted to help place bridle. Magnet from bridle was lost in patient. Ent was consulted. Ent pa was unable to visualize foreign body. X-ray was taken. Foreign body was seen on x-ray of patient's head. Ent attending came to operating room (or) for emergent foreign body retrieval. Attending was unsuccessful. Both attendings agreed patient was safe to be extubated. Attendings agreed to schedule a CT scan for patient and notify nursing staff to monitor patient's expectant for foreign body.